Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was associated with an infection and the can had eroded through the skin exposing it. Surgical intervention was performed and all evidence indicates the pacemaker was repositioned and remains in service. No additional adverse patient effects were reported.